Manufacturer narrative:
Device evaluation: lens was returned in a microcentrifuge vial. There was clear residue on the lens surface. Visual inspection found the haptic missing a piece and curved. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vicm5_13.2, -3.5/+2.0/092 diopter, implantable collamer lens into the patient's right eye (od) on (B)(6) 2017. The lens was exchanged on (B)(6) 2017 for a shorter lens due to the patient experiencing excessive vault and significant reduction of irido-corneal angles. The problem was resolved. The patient's post-op best-corrected visual acuity was 20/20.